Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument was difficult to open and did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.